Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 09/apr/2024, it was reported that the patient encountered occlusion issue at the infusion set site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.